Manufacturer narrative:
On 11/7/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed on the anterior and extending to the posterior view. Within the crease in the posterior view a tear was noted, measuring approximately less than 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. The deflation was discovered intra-operatively during an unrelated breast revision procedure. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) race patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile. During a revision procedure on (B)(6) 2019, the surgeon discovered that the pre-existing left-sided device was deflated. The surgeon continued with the procedure as planned by removing the impacted device and replacing it with an unspecified mentor breast implant.